Manufacturer narrative:
Age at time of event: mid-80s. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an atypical left atrial flutter ablation was performed on a female in her mid 80's. A single transeptal was performed with a non-boston scientific needle and sheath to gain access to the left atrium (la). The chamber was mapped with an intellamap orion catheter and ablation was performed with a standard curve intellanav mifi oi catheter. Intracardiac echocardiography (ice) visualization was performed. Coronary sinus (cs) access was with a polarisx decapolar catheter. Right atrium (ra) was with a non-boston scientific catheter and his catheter. Upon completion of the case, the patient was hemodynamically stable and transferred to post anesthesia care unit (pacu). While in recovery, cardiac tamponade was diagnosed and the patient was brought back to the catheterization laboratory for pericardiocentesis and the tamponade resolved. The patient recovered and was discharged home. The physician did not attribute the tamponade to any one specific product. No resistance felt while maneuvering the catheters and nothing was identified as abnormal during the procedure. All of the products were disposed of and were not available for return.